Manufacturer narrative:
(B)(4) date sent: 10/21/2020 investigation summary the analysis found that one plee60a device was returned with no apparent damage and with one gst60b reload loaded on the device. The reload was received fully fired. In addition, a staple was found lodged on the knife slot and the knife was noted to have nicks. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed, and the staples meet the staple form release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Batch # u5d297. Investigation summary the analysis found that one plee60a device was returned with no apparent damage and with one ecr60b reload loaded on the device. The reload was received fully fired. In addition, a staple was found lodged on the knife slot and the knife was noted to have nicks. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed, and the staples meet the staple form release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Upon visual inspection of five photos, the following was observed: the photos show a piece of tissue; however, due to tissue on staples proper/improper form of staples cannot be determined. Based on the photos reviewed, the event describe cannot be confirmed. Please refer to the device analysis for full analysis details and conclusion.

Event description:
It was reported that during a sleeve gastrectomy a green reload was fired fist. Then a gold a second gold and then a blue reload. When the blue reload was fired the motor on the stapler slowed down and the tissue was milked out of the distal end of the stapler. When the staple was opened the staple, line opened up. This was while using buttressing material. The surgeon over sewed the staple line twice which controlled some minor bleeding and the procedure was completed with no patient consequences.